Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad and the numbers kept scrolling on their own. The customer's blood glucose was 297 mg/dl; it was high because they had just eaten. The discontinuation of the insulin pump was advised. Nothing further was reported.